Event description:
It was reported that the positioning pin of the bending iron is broken off. The broken part was retrieved and returned. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The broken part was retrieved and also returned. The investigation of the complained bending iron showed that the positioning pin is broken off due to mechanical overloading. The breakage surface itself is homogenous which indicates material conformity. We can only assume that the plate was not positioned correctly during insertion and the applied mechanical force to the bending iron while bending the plate resulted in the breakage of the positioning pin of the bending iron. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. This instrument is nearly 10 years old. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As it is assumed that the applied mechanical force to the bending iron while bending the plate resulted in the breakage of the positioning pin, the device failure is related to the conditions of use and operational context contributed to this event.